Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the ratchet handle was not catching and was hard to turn; the comb, comb spring, ratchet gear, and various other components were worn/damaged. The latching pin, washers, comb, comb shaft, comb spring, ratchet gear, carrier guide, and ball detent were replaced to resolve the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use and/or a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: concomitant therapy: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, serial: (B)(6). 00770301000, z.s.g.m. Cutter 1:1 ratio, serial: (B)(6). 00770302000, z.s.g.m. Cutter 2:1 ratio, serial: (B)(6). 00770303000, z.s.g.m. Cutter 3:1 ratio, serial: (B)(6). 00770304000, z.s.g.m. Cutter 4:1 ratio, serial: (B)(6). Unknown, unknown ratchet handle, serial: unk customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the handle was not catching and was hard to turn. There was no patient impact. Due diligence is complete. No additional information is available.